Manufacturer narrative:
Updated to adverse event and product problem. Updated event description based on new information received by the manufacturer from the (B)(6). A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit continued to run after the hole had been created. It was also reported that the surgeon removed the device to check that the hole had been made. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event and surgery was completed successfully. It was subsequently reported via (B)(6) incident report (B)(4), that the amount of blood alarmed the surgeon to stop the procedure before the perforator bit stopped automatically. It was also reported that the perforator bit did not plunge into the brain and there was no damage to the brian parenchyma.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
The device was returned for evaluation and functional testing of the disengagement mechanism confirmed that the mechanism functioned as intended. Device history records were reviewed and all specifications were found to have been met. The definitive root cause could not be determined and potentially failure to follow instructions caused or contributed to this event.

Event description:
It was reported that during a cranial procedure, the perforator bit continued to run after the hole had been created. It was also reported that the surgeon removed the device to check that the hole had been made. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event and surgery was completed successfully. It was subsequently reported via (B)(4) incident report (ref(B)(4)), that the amount of blood alarmed the surgeon to stop the procedure before the perforator bit stopped automatically. It was also reported that the perforator bit did not plunge into the brain and there was no damage to the brian parenchyma.

Event description:
It was reported that during a cranial procedure, the perforator bit continued to run after the hole had been created. It was also reported that the surgeon removed the device to check that the hole had been made. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event and surgery was completed successfully.